Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, three heartstring seals unraveled at the distal end while loading into the delivery tube and two heartstring seals did not deploy into the aorta. The surgeon used a sixth heartstring seal to complete the procedure. No pt complications were reported by the hosp.